Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. Upon repositioning, the helix would not extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while inadequate capture was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found overtorqued of the inner coil consistent with the procedural damage.